Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: (B)(4)., UDI: (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for bi-lateral common iliac artery aneurysm¿s and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, follow-up imaging showed a distal type I endoleak associated with the internal iliac branch component on the left side due to a lack of seal. The patient underwent reintervention and the left internal iliac artery (liia) was coil embolized and plugged. An additional contralateral leg component was implanted to extend coverage on the left side with intentional coverage of the liia. The patient tolerated the procedure and the endoleak was resolved. No aneurysm enlargement was reported.